Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called because 2 days ago, needle started sticking out of the protective cap. He tried with 4 drums out of the same box and it happened with all of them. No adverse event occurred. A request was made for the return of the device.